Manufacturer narrative:
The head end brake casters were replaced by the account to resolve the issue.

Event description:
The account alleged that when the brakes were activated the head end brake casters did not hold. No pt impact.